Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) has obtained the following additional information from omsi: - the endoscopic image of the subject device had noise due to defective of the cable unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (image noise and color bar) could not be conclusively determined. However, based upon the information from omsi, omsc surmised that the image noise was caused by the failure of communication between the video processor due to the failure of the camera cable, but the exact cause of this camera cable failure could not be determined. In addition, it was surmised that the color bar (no image) was caused by the failure of the ccd unit, but the exact cause of this ccd unit failure could not be determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair (noisy image) at olympus (B)(4), it was found that the color bar was displayed on the monitor instead of the endoscopic image. There was no report of patient injury associated with this event.